Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy.